Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that sometimes feels a sudden 'charge' shooting down her leg. She also noticed a burning in her foot around the same time. She states the charge occurs when she is sitting and she has to change positions/stand up. Patient has not had any falls or trauma. No further complications were noted or anticipated